Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Correction: customer's husband reported that customer was hospitalized on (B)(6) 2023 for high blood glucose of about 500mg/dl. He said the pump stopped giving insulin. Customer was confused and was feeling sick/unwell. Pump was used at the time of the incident. Customer used a competitor's sensor. Pump does not have auto mode feature.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump stopped giving insulin and experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was admitted to the hospital. Troubleshooting was performed and it was found that the customer had been using the insulin pump system within the past 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump, which was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) listed on smartsolve. Daily total of all insulin delivered = 40.275 u. Daily total of basal insulin delivered = 21.375 u. Daily total of bolus insulin delivered = 18.9 u. (B)(6) 2023 01:38:54.000. Normal bolus delivered. Normal bolus amount programmed = 4.6. Bolus amount delivered = 4.6. (B)(6) 2023 09:00:20.000. Normal bolus delivered. Normal bolus amount programmed = 14.3. Bolus amount delivered = 14.3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.